Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back disorder ("back problems") and arthralgia ("awful hip pain post hysterectomy"). The patient was treated with surgery (full laparoscopic hysterectomy on (B)(6) 2015). At the time of the report, the pelvic pain, back disorder and arthralgia outcome was unknown. The reporter considered arthralgia, back disorder and pelvic pain to be related to essure. The reporter commented: it was mentioned that she has slipped discs in her lumbar spine too, and that had essure for 2 years. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mhra incident no was provided based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back disorder ("back problems") and arthralgia ("awful hip pain post hysterectomy"). The patient was treated with surgery (full laparoscopic hysterectomy on (B)(6) 2015). At the time of the report, the pelvic pain, back disorder and arthralgia outcome was unknown. The reporter considered arthralgia, back disorder and pelvic pain to be related to essure. The reporter commented: it was mentioned that she has slipped discs in her lumbar spine too, and that had essure for 2 years. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event was added: awful hip pain post hysterectomy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back disorder ("back problems"), arthralgia ("awful hip pain post hysterectomy") and acne ("big pimples on chest neck & chin area") and was found to have weight decreased ("bad weight loss after essure insertion"). The patient was treated with surgery (full laparoscopic hysterectomy on (B)(6)2015). At the time of the report, the pelvic pain, back disorder, arthralgia and acne outcome was unknown and the weight decreased was resolving. The reporter considered acne, arthralgia, back disorder, pelvic pain and weight decreased to be related to essure. The reporter commented: it was mentioned that she has slipped discs in her lumbar spine too, and that had essure for 2 years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc on (B)(6)2020: no new information based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back disorder ("back problems"), arthralgia ("awful hip pain post hysterectomy") and acne ("big pimples on chest neck &chin area") and was found to have weight decreased ("bad weight loss after essure insertion"). The patient was treated with surgery (full laparoscopic hysterectomy on (B)(6) 2015). At the time of the report, the pelvic pain, back disorder, arthralgia and acne outcome was unknown and the weight decreased was resolving. The reporter considered acne, arthralgia, back disorder, pelvic pain and weight decreased to be related to essure. The reporter commented: it was mentioned that she has slipped discs in her lumbar spine too, and that had essure for 2 years. Most recent follow-up information incorporated above includes: on 23-mar-2020: consumer posted a new event: weight loss after essure implantation. Also it was detected that thius record was a duplicate to record # from deleted duplicate (B)(4) which will be deleted from bayer safety database after all information was transferred to this case # (B)(4) which will be retained. New: social media reporter added. New event added: acne. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and parity 3. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back disorder ("back problems"). The patient was treated with surgery (full laparoscopic hysterectomy on (B)(6) 2015). At the time of the report, the pelvic pain and back disorder outcome was unknown. The reporter considered back disorder and pelvic pain to be related to essure. The reporter commented: it was mentioned that she has slipped discs in her lumbar spine too, and that had essure for 2 years. Most recent follow-up information incorporated above includes: on 20-mar-2020: the case (B)(4) was created, but then, plaintiff confirmed that she lives in (B)(6) and it was marked for deletion. This current case was created with correct coi (country of incidence) and all information including source documents, reporter and references from deleted duplicate case (B)(4) (MFR number 2951250-2019-14643) has been transferred. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.